Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that patient¿s ins was not relieving the patient¿s pain and was causing them agony. The patient reported that it didn¿t last a year (though the records showed that it lasted for nearly 3 years). The patient reported that it died faster than they expected. The ins was explanted and replaced on (B)(6) 2015. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.